Event description:
A user facility returned the olympus asset, ultrasonic gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the probe's pink rubber was cut. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. The device evaluation found that the probe unit pink rubber was cut, the bending section rubber had excessive scratches, and the image had 8 broken elements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The pink rubber on the probe was torn but the cause could not be identified. Olympus will continue to monitor field performance for this device.